Event description:
A third-party service agent contacted physio-control to report that, during routine check, their customer's device did not power on when attempted. It was also reported that after powering on the device, they were unable to power off the device using the on/off button. In this state, the device could have been in a lockup condition and defibrillation therapy may not be available. If needed there were no patient use associated with the reported event.

Manufacturer narrative:
Executive summary of the initial medwatch report should indicate 'a third-party service agent contacted physio-control to report that, during routine check, their customer's device did not power on when attempted. It was also reported that after powering on the device, they were unable to power off the device using the on/off button. In this state, the device could have been in a lockup condition and defibrillation therapy may not be available. Device code grid of the initial medwatch report indicates failure to power up section, device code grid of the initial medwatch report should indicate failure to power up and electrical/electronic property problem.

Manufacturer narrative:
A third-party service agent evaluated the customer's device and was unable to duplicate or verify the reported issue. After replacing the power pcb assembly as a precautionary measure, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. A root cause of the reported issue could not be determined.

Event description:
A third-party service agent contacted physio-control to report that, during routine check, their customer's device did not power on when attempted. It was also reported that after powering on the device, they were unable to power off the device using the on/off button. In this state, the device could have been in a lockup condition and defibrillation therapy may not be available. If needed there were no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A third-party service agent contacted physio-control to report that, during routine check-up, their customer's device did not power on when attempted. There were no patient use associated with the reported event.